Event description:
It was reported the customer was hospitalized. The customer believed they had put on their insulin pump incorrectly. It was also found the customer did not have diabetes ketoacidosis. The customer was not well to provide further information. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)